Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
Revision hip due to dislocation. Morse taper head replaced with a 32mm liner. The hip was originally done approximately 3 years ago.